Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 16 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician reviewed the placement and removed the implant to place another one. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 16 in the mouth, the implant did not achieve osseo- integration in type iii bone. Clinician reviewed the placement and removed the implant to place another one. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.